Event description:
Per received report: the procedure was coil embolization for unknown intracranial artery that was mildly calcified and moderately tortuous. During the procedure, the physician could not detach the cashmere ((B)(4), complaint product) using the empower cable ((B)(4), complaint product) although pressing the detachment button for 7 times. The cashmere was safely removed from the patient and both the cashmere and the cable were replaced for a new one. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. A pre-deployment electrical check was performed and no defects were noted at that time. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. Also it is unknown if any damages were noticed on the complaint product after the event. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the procedure a coil embolization in an unknown intracranial artery, the cashmere ((B)(4)) could not be detached using the empower cable ((B)(4)) although the detachment button was pressed 7 times. The cashmere was safely removed from the patient and both the cashmere and the cable were replaced for a new one. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. The vessel was moderately calcified and moderately tortuous. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. It could not be confirmed whether it was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box); however, a pre-deployment electrical check was performed and no defects were noted at that time. It is not known if any faults/tones were indicated on the detachment control box at any time; also it is unknown if any damages were noticed on the complaint product after the event. The complaint products are going to be returned for evaluation. No additional information is available. The coil of the returned device was found to be detached upon receipt inside the bio-bag. No damage was found to the coil. The device positioning unit (dpu) passed electrical testing. The returned concomitant connecting also passed electrical and functionality testing. The detachment fiber of the dpu received heat and melted above the resistive heating coil's socket ring. The most likely root cause for the coils nondetachment followed by an unintended detachment was due to the melting detachment fiber temporarily capturing the coil and releasing it. The timing and circumstances of the release of the coil is not; however, it was reported that the device was safely removed from the patient. With review of the available information and analysis of the returned devices, the root cause of the inability to detach the coil cannot be determined. It is possible that the fiber may have lost tension and became loose prior to the detachment attempt. This may have caused the melting fiber to extend above the resistance heating coil's socket ring. However, the circumstances and root cause of how this occurred cannot be determined. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.